Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was not returned to saluda. Temporary or persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in evoke scs system surgical guide. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing discomfort at their implant site of evoke closed loop stimulator (cls). As a result, the scs system was explanted.